Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had critical pump error. The customer¿s blood glucose was 72 mg/dl. Customer states got into the water and alarmed critical pump error .customer reports they received a critical pump error image on the pump screen. Customer states change battery was displayed before the "critical pump error" image on the pump screen. The customer was advised pump will be replaced. Advised to revert to backup plan per hcp's instructions. The insulin pump will be returned for analysis.